Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The opening cable was wedged between the pulley and toggle preventing closure.

Event description:
It was reported that during an application of the clip via a left thorascopic approach, the clip failed to close. The procedure was delayed for twenty minutes while the clip was forced closed by pulling the rip cord. There was no harm to patient, the clip was placed.